Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The malfunction code on the pump was resettable, and technical support provided reset instructions via email.